Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had been experiencing falls around the end of 2012 and the beginning of 2013, but they have not occurred in the last six months. Their healthcare provider (hcp) thought it might be seizures, but never did find out why they were occurring. The patient's first lead got damaged from the fall, so it was replaced. More recently, they met with their hcp and they stated everything was fine. The implantable neurostimulator was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.